Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was 400 mg/dl, blood glucose was 390 mg/dl at the time of call. It also stated that drive support cap was normal. The customer treated high blood glucose with the insulin pump and by exercising. The customer was neither hospitalized nor admitted for high blood glucose. Troubleshooting was performed. The insulin pump will be returned for analysis.